Event description:
It was reported that during a laparoscopic anterior resection, the device stopped at the 1st firing when the device was about to cut the rectum. The battery was reloaded, and firing trigger was pulled, but the device did not move. Manual override lever was used to return the knife, opened the jaw, and removed the device. Psee60a device was used for 4 firings and additional cut was performed to complete the case. The patient pelvis was narrow, so there was a difficulty in approaching to the target tissue and firing increased. It was difficult to anastomosis, so the surgeon decided to change the procedure to the hartmann's operation. There is a possibility that the device clamped the clip. There was no unusual feeling in using the device. The device was used on the rectum. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 993a39. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with a gst45g reload loaded on the device. The reload was received right side fully fired, and the left side partially fired 3/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged and residual staples were found in the staple pockets. Damage to the reload deck was noted, which suggests the reload, may have been fired over a hard object. Also, the knife was noted nicked. In addition, a battery pack was returned with the actual complaint device. No package materials were returned. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The actual device was conducted the functional test after the override system was reset. The actual device could be activated with a test battery as intended. The knife could be advanced and returned as intended. However, no functional test was performed due to the condition of the anvil. The device was disassembled to verify the integrity of the internal components and no abnormalities were found.  It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 993a39, and no non-conformances were identified. Additional information received: the staple was formed properly until the firing stopped on the way of 1st firing. The patient is stable after the operation.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2023. Additional information was requested, and the following was obtained: approximately how far down the staples line did the device cut? => the knife moved to around 2/3 of jaw and stopped. How far did it staple? => the knife moved to around 2/3 of jaw and stopped. Was the cut and staple line equal in length? => yes. What is meant by ¿there is possibility that the device clamped the clip¿? => if the device clamped something hard, it might be the clip. No further information will be available. Did the retaining cap remain in position during loading? => yes. There was no problem of retaining cap, what is the or staff experience with the device? => the sales rep didn't get this information. Please confirm the product code(s) used in the procedure? => psee45a and gst45g. Psee60a was used to complete the case. Why did the surgeon not attempt to complete the procedures with a different 45 device? => no more 45 device was stocked in this hospital. Did the surgeon make the decision to convert to open due to the difficulty with the device or were there other contributing factors? => not only the echelon but also the patient's situation was related to the conversion to open. What is the current patient status? => the patient is stable.